Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of tissue injury and mitral regurgitation (mr) as listed in the instructions for use (IFU), mitraclip ntr/xtr system, ce, are known possible complications associated with mitraclip procedures. The investigation determined the reported recurrent mr appears to be related to the suspected tissue injury. However, a cause for the tissue injury cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Patient ID: (B)(6). This is filed for tissue damage. It was reported that on (B)(6) 2021, two mitraclips were implanted, treating grade 3 functional mitral regurgitation (mr), reducing mr to grade 1. On (B)(6) 2021, grade 1-2 recurrent mr was noted and it was suspected that a posterior mitral leaflet tear occurred. Both clips were noted to be attached to both leaflets. No additional information was provided.